Event description:
It was reported that the patient's neurologist suspected the generator's battery depleted faster than expected. A review of device history records for the generator shows that no unresolved non-conformances were found and confirms the generator was laser-routed during manufacturing. No additional or relevant information has been received to date.

Event description:
Programming data from the neurologist's tablet was received for analysis. A review of the data found that the device's battery had reached a 25% status earlier than expected. Based on the percent of the battery capacity consumed, the battery voltage is lower than expected. An internal investigation was completed on premature battery depletion events. The results of the investigation observed premature battery life indicator was most likely caused by conductive debris from the laser-routing process, which resulted in leakage paths. This finding is indicative that the generator will reach true end of service earlier than expected. No additional or relevant information has been received to date.

Event description:
It was reported that the patient's generator was replaced. It was reported that the device will not be returned due to the explanting hospital's policies. No additional or relevant information has been received to date.